Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The sample was repeated and the result was negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results using the biogx sars-cov-2 osr for bd max system (ref 444213) lots k20-306 was performed. The investigation was performed by the review of manufacturing records, review of the customer data and verification of complaints history. The investigation was conducted by bd and biogx. Biogx review of the manufacturing records indicated that k20-306 lot shows acceptable performance characteristics. Customer provided 2 runs and reported a positive n2 in run #902, lane b4 and a negative result in run #904, lane b12. Analysis of the curve from the first sample, run #902, lane b4 show a true amplification with a late CT but a high endpoint in the initial test. The repeat testing, (run#904, lane b4) shows a fluorescence signal increase around the same CT but not sufficient to call a positive. The n2 positive result is consistent with a true low positive sample at the limit of detection (lod) of the assay and not detected during the second run. There is no indication of an increase in complaints for discrepant results complaints on the biogx sars-cov-2 osr for bd max system lot k20-306. The root cause for the discrepants results was not identified. Bd and biogx cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The sample was repeated and the result was negative. Erroneous results were not reported out and there was no report of patient impact.